Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/09/2016 that a customer had an issue with an umbilical vessel catheter the customer states that the catheter broke while inside the patient. The catheter was inside the patient for just over an hour and when they went to flush the catheter, the tubing broke. The catheter was pinched twice during the flush. The catheter broke where the tubing gets smaller, past the hub. The catheter was removed as a result. The catheter was not cleaned with anything. There was no harm to the patient and no medical intervention was required as a result.

Manufacturer narrative:
Submit date: 10/09/2016. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this reported issue. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The available information was analyzed and it did not have a sample returned to confirm a root cause for the event, however, product specifications were reviewed in order to identify the possible causes for the reported condition of: leak below strain relief. The following potential causes were identified: operator mis-execution, unintentional misuse by over bending, excessive force, and product may have come into contact with a sharp object. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.